Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 25 devices were evaluated in the field and the issue was confirmed; 5 device had worn components, 11 devices had broken/damaged components, 2 devices had alignment issues, and 4 devices had bent components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use. Device pending evaluation.

Event description:
This report summarizes <noe> 26 </noe> malfunction event(s), where it was reported the brakes or steer were difficult to engage. There was no patient involvement.